Manufacturer narrative:
The adverse event was deleted by the site as it was entered in error. Per md118130 (gore viabahn vbx balloon expandable endoprosthesis worldwide reporting guidelines) this information does no longer meet the definition of a complaint and will be closed out as a non-complaint.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the associated study number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on (B)(6) 2024 from the (B)(6) study database: on (B)(6) 2021, this 73-year-old patient underwent endovascular treatment for a thoracoabdominal aneurysm. The patient was treated with a cook t-branch device, five gore® viabahn® vbx balloon expandable endoprosthesis devices, and six bare metal stents. Gore vbx devices were placed in the celiac trunk, superior mesenteric artery and bilateral renal arteries. One of the gore® viabahn® vbx balloon expandable endoprosthesis devices in the celiac trunk was not successfully navigated to intended location of deployment, not deployed as intended, delivery catheters were successfully removed, and device was patent. The other four vbx devices were successfully navigated to their intended location and successfully deployed. Device catheters were successfully removed. All devices were noted as patent at the end of the procedure. On (B)(6) 2021, it was noted the patient had an occluded celiac artery. Hospitalization was required. Medical or surgical interventions and treatment were not required. It is noted that an angiogram was completed and the patient was noted to have not recovered/resolved from the adverse event.